Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's field service technician reported the remote alarm connector was loose, and testing of the remote alarm failed. The service technician verified the customer reported problem. The service technician replaced the main board to correct the reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.